Event description:
During a stone retrieval procedure, there was difficulty withdrawing the stone cone, and the right ureter evulsed when the ureteroscope was removed, so the patient was intubated and admitted, and a percutaneous nephrostomy drain was placed. It was reported that at the time of the drain placement, a fragment of the stone cone which had broken off was retrieved. It was reported that the patient was sent home with the drain in place after several days, and a procedure will be scheduled to repair the ureter as soon as the edema goes down. This device has not been returned for evaluation. Therefore, a failure analysis is not available. Without evaluating the device company is unable to determine if the device met its specifications.